Manufacturer narrative:
A visual and microscopic examination identified a break in the midshaft approx 12.2 cm from the hypotube bond. The midshaft was also stretched at the break site for approx 15mm proximally to the break. The corewire was intact. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a drug eluting coronary stenting treatment procedure, crossing difficulty occurred. Access was gained via the radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending coronary artery. The 2.75x32mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with another 2.75x32mm taxus liberte stent with no pt complications. The pt condition post procedure was reported to be good. However, product analysis revealed a shaft break.